Manufacturer narrative:
(B)(4). Returned product consisted of an emerge balloon catheter. Visual and tactile examination showed the hypotube separated approximately 120cm from the hub. No irregularities or defects found on the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2015. It was reported that crossing difficulties were encountered. The 90% stenosed, 16mmx3.5mm target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. A 1.50mmx15mm emerge balloon catheter was advanced to dilate the target lesion but failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.